Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient experienced wound dehiscence and an infection. The pacemaker and the right atrial (ra), were explanted and the right ventricular (rv) lead was partially explanted and capped on (B)(6) 2025. The full system was replaced. During the replacement procedure, while implanting the atrial and ventricular leadless pacemaker, it was noted that the patient experienced atrial flutter. The patient was cardioverted and the rhythm was successfully converted back to sinus. The patient was recovering.